Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced zoom suddenly stops; unexpected loss of zoom function. There was no patient involvement.

Manufacturer narrative:
One device pending evaluation had an injury associated with it and was reported under MFR- report # 0001831750-2023-00313. The 5 other devices that were pending evaluation were tested by a model variant and the reported issue was duplicated but found to meet the design intent. Because of this, the number of reported events has been changed from 6 to 0.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced zoom suddenly stops; unexpected loss of zoom function. There was no patient involvement.